Event description:
The viperwire advance guide wire was advanced through a teleport catheter into the pedal vessels. The wire was advanced into a distal, side branch of the pedal vessels and the tip of the guide wire fractured upon pulling back the wire. The guide wire was replaced. Upon completing the procedure, the replacement guide wire caught onto the fractured tip and removed the component. The patient was stable.

Manufacturer narrative:
The guide wire was returned to csi. Visual examination revealed a fracture within the spring tip. The proximal section was engaged in a catheter. Scanning electronic microscopy analysis of the fracture face revealed evidence of ductile torsion indicating that the wire may have been pulled to fracture which is consistent with what was reported. The exact root cause of the fracture was unable to be determined. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cis ID: (B)(4).